Event description:
Spontaneous call from patient¿s wife stating that pump had stopped working in the middle of the night. Pump messaged saying power loss during infusion. Pump did not sound any alarm per wife. Patient switched to backup pump. Malfunction did occur while pump was in use by patient. Patient is not experiencing any adverse events. New pump to be sent to patient. No other information known. Sn: (B)(4), due 10/10/2019. Reported to (B)(6), by: patient/caregiver.